Manufacturer narrative:
The device was received deployed. However, the exposed portion of the soft cannula was not seen past the bottom housing. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data confirmed that the device ran for 80 hours. A timeout was observed during the run, however the device corrected itself and proceeded to function as intended. No drive stalls were observed in the download data. The cause of the timeout could not be determined. Investigation of the fluid path found that the soft cannula was torn from the device. Because the cannula was damaged, fluid was not able to exit the entire fluid path as intended. Although this damage was observed, the timing and cause of this damage could not be determined. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. No other damages or deficiencies were observed during the investigation. The device was found to function as intended,.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.